Event description:
Customer alleges discrepant results with meter compared to lab: date: unk, inratio: 1.4. Date: unk, lab: 1.8. Lab drawn the day after meter result.

Manufacturer narrative:
Investigation pending.